Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated after completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and high capture thresholds. In addition, there were high out-of-range rv pace impedance measurements greater than 2000 ohms. This rv lead had fractured. The lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and high capture thresholds. In addition, there were high out-of-range rv pace impedance measurements greater than 2000 ohms. This rv lead had fractured. The lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.